Event description:
I have been treated for abdominal muscle tears, possible hernias, ovarian cysts, dysmenorrhea, bacterial infections, and irritable bowel syndrome since I got the implant. All of the doctors refer me to someone else. I've never had abdominal pain until I got these implants. The worst part isn't pain, it's the heavy periods. I need to be on my feet as a nurse for 12-16 hours, but I have to run to a bathroom every hour to change my pad or tampon. (B)(4).